Event description:
During the surgery, an airseal ias8-120lp was utilized but it was not regulating properly, or it was saying "overpressure" and needing to vent per surgeon. It was removed from the operating room and exchanged for a new device. No patient harm.